Manufacturer narrative:
Additional information: on february 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 19, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent breast augmentation revision with 375cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal and replacement with 460cc saline mentor smooth round high profile breast implants, catalog number 3503460, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021.